Event description:
It was reported that bd ultra-fine¿ pen needle had silicon adhesive on the needle surface. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320477. Visual examination was carried out and adhesive splatter on the patient end of the cannula was observed. No DHR review can be carried out as lot number is unknown. The root cause of this issue is adhesive splatter from the dispense system.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle had silicone adhesive on the needle surface. No serious injury or medical intervention was reported.